Event description:
Additional information was received from the device manufacturer representative (rep). The rep stated after identifying the 20 ml di screpancies and updating the volume at a volume check on (B)(6) 2021, the patient was refilled on (B)(6) 2021 and 10.8 ml was expected while 10.0 ml was removed. The doctor has justified not being able to aspirate from the cap (catheter access port) as he must not have been seated in the port properly. The physician was using the clinician tablet and a810 therapy application when the programming errors occurred.

Manufacturer narrative:
Continuation of d10: product ID: a810; product type: software; product ID: 8780; lot# serial#: (B)(6); implanted: on (B)(6) 2020; product type: catheter; product ID: 8782; lot# serial#: (B)(6); implanted: on (B)(6) 2020; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_prog, product type: programmer, physician, product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2020, product type: catheter, product ID: 8782, lot#serial#: (B)(6), implanted: on (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the device manufacturer representative indicated that the initial report was not accurate. It was reported that the pump volume discrepancies were actually such that it was over infusing by about 20 ml on both on (B)(6) 2021 at a refill and again at a volume check on (B)(6) 2021. The telemetry shows that 40 ml of morphine 3 mg/ml was put in the pump at this refill on (B)(6) 2021, however the medication order only shows 20 ml was ordered and delivered. Somehow the patient was then scheduled for a refill on (B)(6) 2021 when the 20 ml would be done rather than on (B)(6) when the 40 ml would have been at low reservoir. Then on (B)(6) 2021, 20.4 ml was expected but there was actually 1.8 ml removed (explained by the programming error on (B)(6) 2021). Again 20 ml of medication was ordered but 40 ml was programmed. At the volume check on (B)(6) 2021, the volume was expected to be 36.7 ml but 14 ml was the actual. This prompted a rotor/catheter dye study; the rotor study was successful but the hcp could not aspirate from the cap. After uncovering the programming errors that explain the consistent 20 ml discrepancy after the fact, they have decided to do another refill on (B)(6) 2021 followed by a few volume checks and possibly another catheter dye study.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_prog, lot#/serial#: unknown, product type: programmer, physician. Product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2020, product type: catheter. Product ID: 8782, lot#/serial#: (B)(6), implanted: (B)(6) 2020, product type: catheter. H6: correction was made to the coding in this section. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8782, lot/serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 17-mar-2022, UDI#: (B)(4). Product ID: 8782, serial/lot#: (B)(4), ubd: 15-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that there had been volume discrepancies at the last two refills so a catheter dye study was conducted on (B)(6) 2021 and the doctor was unable to aspirate from the cap (catheter access port).  There were no known  environmental/external/patient factors that may have led or contributed to the issue. It was noted the catheter dye study failed and the rotor study was successful. The patient was referred to the surgeon. It was indicated that surgery was planned but not yet scheduled.